Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: imaging section damaged by physical stress, and physical stress applied to the video connector, damaging circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that subject device displayed communication error 228. This occurred during a therapeutic procedure and procedure was completed with a backup device. There was a delay under thirty minutes; however, there were no reports of patient harm.